Event description:
The patient reported that the battery life of the pump was not as good as it used to be, requiring daily charging to maintain power. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting regarding the issue.